Manufacturer narrative:
The investigation determined the service maintenance of replacing the rinse tube and gear pump head resolved the issue. The gear pump head had never been replaced and the rinse tube was last replaced in (B)(6) 2016.

Manufacturer narrative:
This event occurred in (B)(6). Calibration signals were acceptable. Qc results were not stable. The field service engineer replaced various parts of the instrument. Precision test results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for total protein gen.2 (tp2) on a cobas 8000 c 702 module. The initial result from an aliquot cup was 91.3 g/l. This result was reported outside of the laboratory where it was questioned by the clinician as it did not match the patient¿s clinical picture. The repeat result from the primary tube was 80 g/l. The tp2 reagent lot number was 480669. The expiration date was not provided.